Event description:
It was reported that the juggerstitch did not deploy as intended during a procedure. No patient impact or harm was reported. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: portugal customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following section was corrected: d9. Visual examination of the returned product identified the needle tip is fractured. The device was cycled once, and the anchors remain in the needle which suggests the anchors didn't deploy due to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.